Event description:
The pt underwent cataract surgery with implantation of the crystalens in both eyes. The pt reports experiencing halos in the left eye and difficulty driving at night. The pt also reports deteriorating vision postoperatively; however, according to the physician's records, the pt's current postoperative bcva is 20/20 in both eyes. The pt has a (B)(6) history of severe chronic blepharitis, severe chronic dry eye, and macular pucker. Prior to receiving the crystalens, the pt complained of blurry distance and near vision and increased glare. The physician believes that the pt's symptoms may be caused by a combination of the following: refractive error; dry eyes; and posterior capsular opacification. The pt is currently being treated with bifocal glasses.

Manufacturer narrative:
Info for od eye: model #: at45se; lot #: 002923; catalog #: at45se; exp date: 02/28/2011; serial #: (B)(4); other #: (B)(4). Info for od eye: (B)(4) 2006. The device history records were reviewed and there were no discrepancies or unusual findings. The lenses remain implanted in the pt and are therefore, not available for eval. (B)(4) 2006. (B)(4).